Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer could not be opened. A field service engineer extracted the medications located at the rear of the drawer, which had obstructed its opening, thus resolving the issue. The system functioned as intended after the field service engineer had troubleshot the device. A technical service specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.